Event description:
New information received noted that programming interventions were made at follow up. No further over-sensing episodes were identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting far p wave over-sensing. Programming interventions were discussed; however none were reported. The patient was stable.